Event description:
Customer reported battery door was broken and device = 400 mg/dl. A different device = 332 mg/dl. A lab = 267 mg/dl performed within 20 minutes. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.